Event description:
Same case as MDR ID: 2134265-2015-00084. It was reported that a burr became stuck on wire. A 1.50 mm rotalink¿ plus and a rotablator rotational atherectomy system were selected to treat the target lesion. During platforming, before inserting the burr into the sheath, it was noted that the burr got stuck with the rotawire during rotation. They cut the rotawire and removed it by pulling strongly from the opposite side. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).